Event description:
Synovitis; left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female, initials unknown, with osteoarthritis (kellgren and lawrence grade 3 with no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous medical device implantation with synvisc (hylan g-f 20); (two courses). It was reported that the patient was (B)(6) at the time of first course of synvisc injection. On (B)(6) 2001, the patient initiated treatment with intra-articular synvisc injection of third course in left knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2001, the patient experienced synovitis. On an unspecified date in (B)(6) 2001, 40 cc fluid was aspirated from left knee, which was slight turbid (severe joint effusion). It was reported that the patient received treatment with intra-articular celestone (betamethasone), at a dose of 02 cc for the events of synovitis and left knee effusion. On (B)(6) 2001 (after 48 hours), the patient recovered from the event of synovitis. Action taken with synvisc treatment was not provided. The outcome for the event left knee effusion was not provided. Concomitant medications were not provided. The intensity for both the events was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis as definite and did not provide the relationship between synvisc and the event of left knee effusion. Follow-up information was received on (B)(4) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.